Event description:
It was reported that noise on the lead triggered episodes of ventricular fibrillation. The noise also inhibited bi-ventricular pacing. When viewed on a transmission, it looked like non capture. The patient will be brought in for testing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.